Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced hypoaesthesia ("loss of sensitivity in one leg") and fall ("fall"). In (B)(6) 2013, the patient experienced myalgia ("muscle pain"), fatigue ("chronic fatigue") and amnesia ("significant memory loss"). In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, myalgia, hypoaesthesia, fall, fatigue and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, fall, fatigue, hypoaesthesia, medical device removal and myalgia with essure. The reporter commented: the patient experienced loss of sensitivity in one leg and fall. She was on sick leave for 15 days. In (B)(6) 2013, worsening of the symptoms with muscle pain, chronic fatigue, significant memory loss causing sick leave of 5 months. All the events continued until (B)(6) 2017. Further company follow-up with the regulatory authority is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced hypoaesthesia ("loss of sensitivity in one leg") and fall ("fall"). In 2013, the patient experienced myalgia ("muscle pain"), fatigue ("chronic fatigue") and amnesia ("significant memory loss"). In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, myalgia, hypoaesthesia, fall, fatigue and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, fall, fatigue, hypoaesthesia, medical device removal and myalgia with essure. The reporter commented: the patient experienced loss of sensitivity in one leg and fall. She was on sick leave for 15 days. In 2013, worsening of the symptoms with muscle pain, chronic fatigue, significant memory loss causing sick leave of 5 months. All the events continued until (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.